Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. Review of the stored electrograms revealed the implantable cardiac monitor exhibited false pause episodes due to undersensing. It was suspected that it was due to loss of pocket contact leading to false detections. No intervention was reported. The patient will continue to be monitored.